Event description:
It was reported that a patient underwent a cervical spinal surgery. During surgery, the locking mechanism on the plate did not function and "would not turn" into the locked position. According to the report, the plate was taken out of the patient and replaced with new plate. Postoperatively, more attempts were made to turn the lock screw, but "it appeared that the lock was stripped". No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visual review identified plastic deformation of the implant lock driver interface. Functional evaluation with hex driver was able to engage the lock without difficulty. No additional material or functional issue identified with respect to the implant. After visual review and functional evaluation, the implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).